Event description:
It was reported that externalized conductors were observed on diagnostic imagining. No electrical anomalies were noted. The lead remains implanted and will be monitored. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.